Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a possible temporal association between the patient expiration and pd therapy on the liberty select cycler. The patient was not in active treatment at the time of expiration, however, the patient experienced an iipv of 207% of the prescribed fill volume in the previous treatment ((B)(6) 2018). Reportedly, the patient completed a manual drain to complete that treatment. The cause of the cardiac arrest is not known, but the patient does have cardiac comorbidities and sleep apnea for which he is not utilizing the CPAP as instructed. Based on the available information it cannot be determined if the iipv could have contributed to the cardiac arrest and death, however, sudden cardiac death is the most common form of death in dialysis patients.

Event description:
During routine follow up, a peritoneal dialysis registered nurse (pdrn) reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired. The pdrn stated that the patient expired on or about midnight on (B)(6) 2018 into (B)(6) 2018. The patient had previously contacted technical support on (B)(6) 2018 to report that he was experiencing extremely long drains and scale error messages. During review of treatment records for that date, it was discovered that the patient drained 207% of the prescribed fill volume resulting in iipv. The patient was unable to complete the treatment and reverted to manuals. No medical intervention was reported for that event. Per the pdrn, that was the last treatment the patient attempted prior to death. The cause of death is reported to be cardiac arrest. The patient has a history of coronary artery disease. The patient also reportedly uses continuous positive airway pressure (CPAP) for sleep apnea, but had discontinued use (unknown date) for unknown reasons. The end stage renal disease (esrd) death notification form is unavailable.